Event description:
Dexcom was made aware on 11/13/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen. Date of event is an approximation. The patient experienced multiple skin reactions which occurred with an unknown number of g6 sensors and this record captures one event. The event occurred on an unspecified number of days after the sensor had been inserted in the abdomen. The patient cannot recall the exact date, but stated the reactions started about six months ago. The patient developed a rash, redness, peeling skin, and a scar under the sensor patch. The patient had bleeding in the area. The patient uses the omnipod for insulin treatment and mentioned she was also having the same reactions at the infusion set insertion sites. On an unspecified date, she consulted a physician regarding the omnipod skin reactions and was recommended to use flonase to prep the skin prior to inserting a new dexcom sensor and the omnipod, and to insert the sensors only in the arm. The patient stated the reactions occurred more with the dexcom than the omnipod. At the time of report, the patient confirmed she only inserted the sensors in the arm, and she was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen. Date of event is an approximation. The patient experienced multiple skin reactions which occurred with an unknown number of g6 sensors and this record captures one event. This is 1 of 3 allegations of skin reaction which resulted in permanent scar duration greater than 3 months. The event occurred on an unspecified number of days after the sensor had been inserted in the abdomen. The patient cannot recall the exact date, but stated the reactions started about six months ago. The patient developed a rash, redness, peeling skin, and a scar under the sensor patch. The patient had bleeding in the area. The patient uses the omnipod for insulin treatment and mentioned she was also having the same reactions at the infusion set insertion sites. On an unspecified date, she consulted a physician regarding the omnipod skin reactions and was recommended to use flonase to prep the skin prior to inserting a new dexcom sensor and the omnipod, and to insert the sensors only in the arm. The patient stated the reactions occurred more with the dexcom than the omnipod. At the time of report, the patient confirmed she only inserted the sensors in the arm, and she was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.